Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer, via a manufacturer representative (rep), regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that trial was far more successful than the implant. The patient stated they were very sensitive to the stimulation amplitudes and that different positions make the stimulation very uncomfortable. The patient described the stimulation as very "pinchy" and or a "zapping". The patient said that the ins did not help relieve their pain and had actually caused it to increase. It was noted that the issue was not resolved at the time of the report. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that the cause of the trial being more successful than the implant, the stimulation being uncomfortable in certain positions, the zapping and lack of relief wasn¿t determined. The rep reported that reprogramming took place with the patient¿s primary physician. The rep reported that it was recommended by them for the patient to keep stimulation intensity at a comfortable level to reduce discomfort from stimulation. The issues weren¿t resolved. No further complications were reported.